Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR reportable malfunction. This manufacturer report is being filed based on evaluation results. It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during a dilatation procedure. According to the complainant, during the procedure, the physician was unable to inflate the balloon inside the body. The procedure was completed with another uromax ultra balloon dilation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The balloon was partially inflated. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp). A pinhole leak was detected in the balloon 14mm proximal to the distal end of the device. The most probable root cause is operational context as the complaint is associated with a product that meets the bsc (boston scientific corporation) design and manufacturing specification, but due to anatomical/procedural factors encountered during the procedure, the performance was limited.